Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system false negative results have occurred. The following information was provided by the initial reporter: false negative results.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00203 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system false negative results have occurred. The following information was provided by the initial reporter: false negative results.